Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced an ¿unable to proceed¿ alert during a supply change. Restart, rewind, and a dry run to 120 units were successful, but subsequent attempts with new supply boxes resulted in repeated ¿unable to proceed¿ alerts before insulin drops were observed. After three unsuccessful attempts, the user was unable to complete the supply change. A replacement ilet was arranged. The user reverted to backup therapy until the replacement arrived. No blood glucose impact or injury occurred.